Event description:
A hydrothermablation control unit was used during an hta procedure. (Patient age and identifier not known) on (B)(6), 2010. According to the complainant, "there was a spark when the hc was connected. Account then smelled smoke and would not power up after reboot". It should be noted that it cannot be confirmed whether or not liquid entering the console contributed to the event. Clinical follow up information revealed that there were no alarms or error codes and unit did not shut down in the middle of a procedure as procedure was never started. There were no patient complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the upn/serial numbers, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.